Event description:
Fracture of the prosthesis neck [customer].

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.